Event description:
Battery pack has been returned from distributor for bent pins and is undergoing investigation at this time.

Manufacturer narrative:
Battery pack has been returned from distributor for bent pins and is undergoing investigation at this time.